Event description:
Facility personnel responded to a pt described as in chest pains. When the device was brought to the scene and the power button pressed, the device did not power up. The pt remained conscious and the device was not used. No adverse affects to the pt were reported as a result of the alleged malfunction.